Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button error or keypad error alert. The customer's blood glucose level was 97 mg/dl. Customer received a low battery alert prior to the replace battery alert. Timing was less than 8 hours from the low battery alert to the replace battery alert. Customer states the battery cap not loose, cracked or damaged. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. No unexpected replace battery now alarms noted. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.